Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the reprocessing method, the number of microbes and the type of microbes. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument channel of the subject device tested positive for pseudoxanthomonas (1cfu/ml). Also, the sample collected from the air/water channel of the subject device tested positive for pseudoxanthomonas (1cfu/ml). After the additional testing, oekg evaluated the subject device and confirmed that there was an air leaks from the instrument channel of the subject device and scratch inside the instrument channel. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.